Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the outcome of the event resolved without sequelae on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving morphine (800 mcg at 450.31608 mcg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient had a post-op visit on, (B)(6) 2018, and there was no signs of infection and the incision was healing well. The patient sent picture on (B)(6) 2018, showing redness and swelling. The patient was seen by infectious disease and was started on ciprofloxin. It was noted the patient reported a wound infection at the pump pocket. The patient was admitted to the hospital on, (B)(6) 2018, due to nausea, vomiting, and fever. The pump pocket grew pseudomonas aeruginosa. The patient was placed on a ic vancomycin. The patient returned for follow-up visit, on (B)(6) 2019, and the wound had opened exposing the pump. Blood thinner had to be stopped prior to explanting so the pump was explanted and not replaced on (B)(6) 2019. It was noted the system was returned to the manufacture. The event resulted in in-patient hospitalization. Wound vac was applied and the patient was already asking to be re-implanted. The patient's weight was (B)(6). It was indicated the event was related to the device or therapy and possibly related to the implant procedure. The issue was noted as ongoing.